Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.

Event description:
It was reported that the device generated alarm tones and restarted in CPAP mode at around 10:30 am. After the restart, the device was in english, all settings were reset and the ventilation mode had changed from CPAP to ippv/imv. The device was disconnected from the patient. The patient was not harmed.

Manufacturer narrative:
The affected device was manufactured in june 1999 and was analyzed by dräger service on site. The reported problem could be confirmed using the error storage log. The recorded error 004 in combination with the event description of the changed settings after the restart indicates a malfunction of the pcb cpu. The device was repaired by replacing the pcb. The device detected the internal deviation and restarted as specified to ensure the function of the device. During the restart, the emergency air valve opens, allowing spontaneous breathing. The user is informed of this state by acoustic alarms and an optical message shown on the display. Due to the permanent hardware failure, the deviation could not be remedied by the restart. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.